Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review for model 10013902 lot number 23029173 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector disconnection occurred. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: the filter tubing extension set disconnected during preparation at the point where the tubing attaches to the needle free valve. There was no pressure or tension on the tubing when this occurred. This happened once previously on this same tubing.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd smartsite¿ extension set, low sorbing 1 smartsite¿ needle-free connector disconnection occurred. This is report 2 of 2. There was no report of patient impact. The following information was provided by the initial reporter: the filter tubing extension set disconnected during preparation at the point where the tubing attaches to the needle free valve. There was no pressure or tension on the tubing when this occurred. This happened once previously on this same tubing.